Manufacturer narrative:
Devices' photo evaluation completed on april 12 , 2023: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Adverse event review clinical note and patient coding verification: clinical and patient coding were reviewed with the currently available information on 17-apr-2023 per 100553403 and 100553401. The coding n updated: removed pc anisomastia from ip-01698091( right-side) and added pc anisomastia to ip-01662575( left-side). Per the information provided, the left breast is larger than the right. The pc code breast pain added to both sides due to information of : at times the patient experienced significant discomfort particularly after light exercising. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 05, 2023 indicated that date of event occurred on (B)(6) 2022. The patient stated that she had a rupture within ten years of her implants being in place. She had them replaced. Her left breast was enlarged and a different shape than the right. At times she experienced significant discomfort particularly after light exercising. Devices' photo evaluation completed on april 12 , 2023: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 27, 2023 indicated that the patient left side was discarded. The patient also experienced bilateral ptosis. As a result patient underwent bilateral replacements with mentor, silicone implants, bilateral capsulorraphies, and bilateral mastopexies on (B)(6) 2023. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female who underwent breast augmentation primary with a mentor memorygel, 450cc silicone breast implant experienced left-sided silent rupture post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements with non-mentor prosthesis on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).